Event description:
Device issue: failure to cross/stent dislodgement. Time of device issue: during the procedure. Adverse event: stent lost in the body. Onset of the adverse event: during the procedure. It was reported that during stenting of the lad, in a heavily calcified vessel, after pre-dilatation and successful placement of 2 promus stents, the stent delivery systems were successfully removed, however, with difficulty. Ivus could not be delivered to the treated lesion so post-dilatation was done on both stents using an nc voyager, which was inflated up to 26 atm; which resulted in a large perforation and hemodynamic instability, requiring emergent CPR, intubation with mechanical ventilation, emergent pericardiocentesis and a balloon tamponade placed over the mid lad. A 3.0x16 jostent graftmaster was inserted into the vessel, but would not cross the lesion, and was removed without any issues. A second jostent graft, 3.0x26, was inserted into the vessel, but failed to cross the lesion. While attempting removal, the sds could not re-enter into the guiding catheter; therefore, the sds and the guide catheter were removed as one unit. As it was being removed, the stent dislodged from the balloon and was lost in the body. The pt was again becoming hemodynamically unstable, so they were taken emergently for multivessel coronary artery bypass graft surgery. The pt remains hospitalized with a guarded to poor prognosis. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info. The 3.0x16 graftmaster (part 12744-16/lot 636413), indicated has been filed under MFR#2024168-2010-00391.